Event description:
It was reported that the patient did a system controller exchange on what they thought was a pump stop. The alarms appeared to be a backup battery alarm. The patient was outdoor grilling, and the system controller looked charred. The log files captured backup battery fault alarms beginning at 7:20pm on (B)(6) 2024. Following this, a driveline disconnect alarm became active at 7:26pm and pump stop occurred when the patient exchanged the system controller. The patient's backup system controller did not show any further alarms following the exchange. There were no other unusual events recorded in the log file event history. The system controller was discarded.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via log file review; however, the reported damage to the system controller was unable to be confirmed. The heartmate 3 system controller (serial number: (B)(6) was not returned for analysis; however, log files were submitted for review. The review of the event log file captured at 19:20:15 on (B)(6) 2024 a backup battery fault alarm due to the load test not passing. The alarm persisted for the remainder of the log file. The user performed a system controller exchange to the backup system controller (serial number: (B)(6) at home. This system controller exchange resolved the alarm condition, and the remainder of the provided log files were unremarkable. Multiple good faith efforts were sent to retrieve additional information; however, no response was received. The root cause for the reported event was unable to conclusively determined through analysis. A corrective and preventative action was opened to further address backup battery faults of an unknown root cause. The device history records were reviewed for the system controller (serial number: (B)(6) and found to have passed all manufacturing and qa specifications before being shipped to the customer. The receiving and inspection documents for the emergency backup battery (serial number: (B)(6) were reviewed and found to have passed. The receiving and inspection documents for the emergency backup battery (serial number: (B)(6) were reviewed and found to have passed. Heartmate 3 instructions for use section 2 ¿system operations¿ and heartmate 3 patient handbook section 2 ¿how your heart pump works¿ address how to properly maintain the backup battery over time as even without use the battery depletes. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿ addresses how to properly interpret all system alarms including backup battery fault alarms. Additionally, it outlines actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook section 2 ¿how your heart pump works¿ cautions users to not perform a system controller exchange without the aid of a trained, competent caregiver. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.